Event description:
It was reported that the user experienced elevated blood glucose over several days while using the ilet system, and review of device data indicated consistent missed meal announcements. Symptoms included hyperglycemia reaching 400 mg/dl. Outcomes included no hospitalization and no request for additional assistance. Investigation included review of device data and user education on proper meal announcement to maintain glucose in range. Investigation of this case revealed user-related use error due to failure to announce meals, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to use of the device.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.